Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device delivered four bursts of anti-tachycardia pacing (atp) and 5 electric shocks, exhausting therapy. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of sinus tachycardia. Device reprogramming options were discussed. This device remains in service. No additional adverse patient effects were reported.